Event description:
Nurse programmed the IV pump to give a 250ml bag of heparin at a rate of 250 ml per hour. The order was for 250cc at a rate of 8 cc per hour. The pt received 250cc of heparin IV in one hour. The pt did receive reversal agents. The pt died the following day, according to the autopsy the death was not related to the heparin overdose. Programmer error was determined to be the root cause.